Event description:
It was reported that a user experienced wide fluctuations in blood glucose while using the ilet, including unannounced meals, overcorrection of hypoglycemia, administration of long-acting insulin before ilet initiation, and subsequent device-driven corrections that contributed to lows; education was provided on proper ilet use, meal announcements, correction approach, and the correction algorithm. Symptoms included nausea and dizziness associated with hypoglycemia, with recorded glucose values ranging from 58 mg/dl to 294 mg/dl and time outside range reported for both hypo- and hyperglycemia. Outcomes included the need for self-treatment with oral glucose. Investigation included review of user-provided logs and troubleshooting with user education. Investigation of this case revealed user-related factors including unannounced meals, use of exogenous long-acting insulin concurrent with system initiation, and overcorrection behaviors, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.